Event description:
It was reported that the charger exhibited a steady indicator light yet failed to charge the device adequately after hours on the charger, and attempting to charge via a different outlet did not resolve the issue; the device became warm when connected, and a replacement charger was arranged with education provided that an alternate charger rated up to 10 w is acceptable. Symptoms included device warmth during charging. Outcomes included replacement supplies and completion of troubleshooting and user education. Investigation included user-guided troubleshooting, outlet changes, and assessment of charger performance. Investigation of this case revealed a suspected charger malfunction consistent with inadequate charging performance and heat during use. It was concluded, based on previously established findings for similar reports, that the cause was likely a defective charger.